Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure a thrombus formed. In 2004, the physician predilated the distal rca with a maverick 2.5 mm x 20 mm balloon twice. A taxus 2.75 mm x 20 mm stent was then deployed in the distal rca. A taxus 3.0 mm x 28 mm stent was deployed in the mid rca. IV heparin, integrilin, and labetalol were administered during the case. Two days later, the pt returned to the ccl experiencing an acute mi. Repeat angiography determined the cause to be a sat in the proximal rca. This was dilated with a maverick 3.0 mm x 15 mm balloon and a maverick 2.5 mm x 15 mm. The physician then attempted to cross a mid rca/pda bifurcation lesion with a taxus 2.5 mm x 16 mm stent and a taxus 2.75 mm x 28 mm stent and was unsuccessful. The physician then successfully deployed a taxtus 3.0 mm x 12 mm in the proximal rca. IV heparin, integrilin, atropine, lidocaine, dopamine, and ic nitroglycerin were administered during the procedure. The pt is listed in stable condition. Same case as MFR#s 6000093-2004-00134.